Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a revision left knee surgery to exchange the poly and perform a complex arthrotomy reconstruction with mesh. Intraoperative findings included non-healed or prior arthrotomy and mild global instability.

Event description:
It was reported that revision left knee surgery was performed to correct the previous unhealed revision.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.